Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure difficulty was experienced establishing telemetry. Telemetry was able to be established and the device was successfully implanted. No adverse patient effects were reported.